Event description:
Received from clinical follow up report that the surgeon indicated there was a fenestration in the right coronary cusp which was repaired with 6-0 prolene. The valve remains implanted with no reported adverse effects to the pt.